Manufacturer narrative:
An additional surgical procedure was necessary due to the explantation of the initial icm and the subsequent implantation of a new device.

Event description:
It was reported that monitoring was disabled on an insertable cardiac monitor (icm) due to a suspected malfunction. Technical services identified that the device had entered an unrecoverable bootloader state following repeated memory errors, likely caused by exposure to ionize radiation. These errors escalated over time, ultimately rendering the device inoperable. No adverse patient effects have been reported. The icm was explant and a new icm was implanted. The icm was returned for analysis.

Manufacturer narrative:
An additional surgical procedure was necessary due to the explantation of the initial icm and the subsequent implantation of a new device. This supplemental 01 - updated the results of the device evaluation: this insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified anomalies. Review of latitude data found device operating as designed, high amount of singlebit and double bit faults present. A technical service investigation addresses this complaint indicating high amount of memory errors induced by ionizing radiation, this eventually became unfixable and caused the device to revert to bootloader. Based on analysis of the returned product and field description information which indicated evidence of memory corruption likely caused by ionizing radiation causing the device to revert to bootloader. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough analysis of the returned device and review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to environment. This supplemental 02 updated the h11 additional manufacturer narrative of device manufacturers only tab to fix a typo from supplemental 01: this insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Review of latitude data found device operating as designed, high amount of singlebit and double bit faults present. A technical service investigation addresses this complaint indicating high amount of memory errors induced by ionizing radiation, this eventually became unfixable and caused the device to revert to bootloader. Based on analysis of the returned product and field description information which indicated evidence of memory corruption likely caused by ionizing radiation causing the device to revert to bootloader. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough analysis of the returned device and review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to environment. This supplemental 03 updated the describe event or problem (b5) of adverse event or product problem tab.

Event description:
It was reported that this insertable cardiac monitor (icm) exhibited disabled monitoring. A product performance issue was suspected. Technical services reviewed stored data and noted the device had entered an unrecoverable bootloader state following repeated memory errors, likely caused by exposure to ionizing radiation. It was reported this patient was undergoing therapeutic radiation treatment. No adverse patient effects were reported. This icm was explanted, replaced, and returned for analysis.

Event description:
It was reported that monitoring was disabled on an insertable cardiac monitor (icm) due to a suspected malfunction. Technical services identified that the device had entered an unrecoverable bootloader state following repeated memory errors, likely caused by exposure to ionize radiation. These errors escalated over time, ultimately rendering the device inoperable. No adverse patient effects have been reported. The icm was explant and a new icm was implanted. The device returned for analysis.

Manufacturer narrative:
An additional surgical procedure was necessary due to the explantation of the initial icm and the subsequent implantation of a new device. This supplemental 01 - updated the results of the device evaluation: this insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified anomalies. Review of latitude data found device operating as designed, high amount of singlebit and double bit faults present. A technical service investigation addresses this complaint indicating high amount of memory errors induced by ionizing radiation, this eventually became unfixable and caused the device to revert to bootloader. Based on analysis of the returned product and field description information which indicated evidence of memory corruption likely caused by ionizing radiation causing the device to revert to bootloader. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough analysis of the returned device and review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to environment.

Event description:
It was reported that monitoring was disabled on an insertable cardiac monitor (icm) due to a suspected malfunction. Technical services identified that the device had entered an unrecoverable bootloader state following repeated memory errors, likely caused by exposure to ionize radiation. These errors escalated over time, ultimately rendering the device inoperable. No adverse patient effects have been reported. The icm was explant and a new icm was implanted. The device returned for analysis.

Manufacturer narrative:
An additional surgical procedure was necessary due to the explantation of the initial icm and the subsequent implantation of a new device. Results of the device evaluation: this insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified anomalies. Review of latitude data found device operating as designed, high amount of singlebit and double bit faults present. A technical service investigation addresses this complaint indicating high amount of memory errors induced by ionizing radiation, this eventually became unfixable and caused the device to revert to bootloader. Based on analysis of the returned product and field description information which indicated evidence of memory corruption likely caused by ionizing radiation causing the device to revert to bootloader. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough analysis of the returned device and review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to environment. H11. Additional manufacturer narrative of device manufacturers only tab to fix a typo from supplemental 01: this insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Review of latitude data found device operating as designed, high amount of singlebit and double bit faults present. A technical service investigation addresses this complaint indicating high amount of memory errors induced by ionizing radiation, this eventually became unfixable and caused the device to revert to bootloader. Based on analysis of the returned product and field description information which indicated evidence of memory corruption likely caused by ionizing radiation causing the device to revert to bootloader. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough analysis of the returned device and review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to environment.